Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to recurrent infections and skin overgrowth at the abutment site. During the same procedure the patient was injected with kenalog. The implanted device remains.